Manufacturer narrative:
Concomitant products: 6947-65 lead, implanted: (B)(6) 2007, 4076-52 lead, implanted: (B)(6) 2007, 5071-35 lead, implanted: (B)(6) 2008. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead was explanted and replaced. During the replacement procedure, the right atrial lead was entangled with the rv lead so it was explanted and replaced. The left ventricular lead had a visible insulation breach when it was freed from the pocket. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.